Event description:
The reporter called in for a replacement meter and stated that the she had obtained an er1 message on her meter several times in the past 3 weeks. She had gotten the "error 1" with blood. She never used the confirmation dot on the back of the strip and did not know if the sample size was adequate. She never checked to see if the blood filled the confirmation dot. The reporter did not do a control solution test at the time she rec'd the error 1 message. She did stop testing and has not tested for at least two weeks. She was sent a new meter and will be provided training on technique and control solution tests.